Event description:
(B)(6) doctor office reported passed away (B)(6) 2025. Durolane 60 mg/ 3 ml = 1 syringe. Started injection (B)(6) 2025. Freq: inject content of one syringe intra-articularly into each knee once.